Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the system could not make exposures. Upon troubleshooting, the fse identified that the x ray tube was current out of range and decided to perform tube calibration. To resolve the issue, the fse performed calibration and adaptation of x ray tube, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not make exposures. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.